Manufacturer narrative:
The patient originally contacted depuy synthes on (B)(6) 2016 to discuss original complaint (B)(4). Upon speaking with the patient on (B)(6) 2016, additional issues were addressed that led to the creation of new complaints. Therefore, the awareness date for the new complaint(s) is (B)(6) 2016. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Patient initials are (B)(6). Date of symptom onset for post-operative infection is unknown. This report is for one (1) unknown zero-p variable angle implant. Without a valid part and lot number, the UDI is not available. The device has not been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed an infection following the implantation of a zero-p variable angle (va) implant with two (2) screws and demineralized bone matrix (dbx). The implant was placed from level c4-c5 on (B)(6) 2015 for a c5 fracture/partial corpectomy. The procedure on that date was also intended to address hardware migration, neck pain, and dysphagia. The patient was treated with an unknown antibiotic and the infection cleared up a few weeks later. The implant has not been explanted. The patient visited the emergency room due to falls on three separate occasions: (B)(6) 2015. This report will address the infection only. This report is for one (1) unknown zero-p variable angle implant. This report is 1 of 2 for (b)(4.